Manufacturer narrative:
As the lens remains implanted, it is not available for evaluation. The investigation is on-going.

Event description:
It was reported that approximately six months after implantation of an intraocular lens (iol) in the right eye (od), the surgeon indicated the iol appeared to have anterior haze/sheen. The surgeon does not think the haze/sheen is inflammatory deposits - as those can be blown off with the laser and this could not. In the surgeon's opinion, it appears to be the lens material itself. Additional information has been requested, but not received.

Event description:
The patient had a follow-up visit with the surgeon. The iol haze had not worsened and patient¿s vision was reportedly ok at 20/25-ish with only mild glare. The surgeon indicated he would like to avoid explanting the lens due to previous yag. Lens remains implanted and patient is scheduled for another visit in a few months. Additional information has been requested, but not received.

Manufacturer narrative:
As the lens remains implanted it is not available for evaluation. Based on the information provided, our original assessment does not change.

Manufacturer narrative:
As the lens remains implanted it is not available for evaluation. Additional information has been requested of the reporter, but no additional information has been provided. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.